Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 22 mg/dl. The customer's transmitter went missing while at the hospital. The customer's wife stated that she believed the customer may have delivered too much insulin for dinner. The customer was reportedly having trouble with counting carbohydrates. The customer was going to speak with his healthcare provider. Advised that a replacement transmitter would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).